Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 1.5t mr system. A female patient was positioned head first supine and scanned for a spine examination. More then 1 hour after the examination necrosis of the skin (3rd degree) with a size of 5cm was observed on the outside of the right upper thigh / hip.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coils used. It is concluded that the injury on the patient right upper thigh/hip was caused by a combination of factors: no padding was used between the magnet bore wall and patient. This resulted into direct contact with the bore wall close to the affected area. The patient was obese which may indicate a hampered thermo regulation. A wrong patient weight was entered; the fact that the patient weight is not filled correctly leads to incorrect (higher) sar values.